Event description:
User reported hearing a crackling noise and smelling burning from pump while it was charging. Blood glucose level information was not provided. User was instructed to return the faulty pump and charging supplies, confirmed shipping address, and was guided on placing the pump in storage mode. The customer reverted to an alternate method of insulin therapy. A pre-paid label was sent for returning the pump within 10 days, and user acknowledged understanding these steps.